Event description:
It was reported the (B)(4) adjustable gastric band leaked post op. The band was replaced without any reported patient complications.

Manufacturer narrative:
(B)(4). Extensive damage. The band/balloon with 46.5cm of catheter was returned for analysis. Upon visual inspection, it was observed that the balloon was damaged on one side. This damage seems to be a cut, this cut is 4.5cm in length, and localized at 1cm from the catheter connection. It was also noted that buckle was cut on one side (probably performed during the explantation). It was also noted that three (3) fold lines were observed on the balloon localized near the catheter connection. Several blue, brown and black stains were observed inside the balloon and catheter. As result of the visual inspection, no functional test was performed on the balloon. Per the visual inspection, the balloon was returned with extensive damage. Therefore, root cause of the balloon leakage could not be determined. Examination of the balloon suggest that damage occurred on explantation. A DHR review was performed by the complaint technician no non conformance were found relevant to the reported event.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.